Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 90% stenosed mid to proximal left anterior descending artery. A 2.5 x 24 mm non-abbott stent was implanted and a 2.5 x 12 mm nc tenku balloon catheter was being used for post-dilatation when during advancement the balloon catheter got stuck on the proximal edge of the implanted stent but was finally able to cross the lesion. During the first inflation, the balloon ruptured at 12 atmospheres. An unspecified balloon was successfully used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).